Manufacturer narrative:
The recharger with model 97755 serial# (B)(6) was received for product analysis. Analysis found the there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that charging the implant has been more difficult lately. Patient stated that it has been getting tougher to charge for the last 2-3 months, later stated the 'last couple months,' and later stated 'lately.' Patient mentioned they charge their ins every 3-4 days but the recharger antenna gets hot and they have issues charging the ins. Patient mentioned they have yet to get excellent quality. Patient referenced they get 'high numbers,' in reference to passive recharge mode, but they are still having issues charging their ins. Patient mentioned they've had the implant for approximately 4 years and they've had the external equipment that's lasted them 4 years. Patient also stated that when they press on the controller, nothing happens and they can't charge the implant. Agent had patient reset controller by making sure nothing was plugged into controller, remove the li battery pack and patient confirmed controller powered on, in reference to the controller being unresponsive during call or shortly before call. Patient unlocked the controller to verify controller screen was responsive and provided that ins is at 40%. Patient verified no physical damage on recharger cord, controller connector port pins nor battery compartment pins. When agent inquired managing physician, patient stated dr. Vrionis is their neurosurgeon, and referenced they implanted the leads at l4-l5, and dr. Roderick santa maria is their primary care physician. Patient stated they tried calling medtronic rep about this issue, but there was no answer. When agent inquired notify date, patient stated 'first called her a few years ago, and had a question, and then she was on the road,' and did not provide further information. Patient inquired if they could have a medtronic rep to talk to and agent reviewed rep role and redirected to healthcare provider. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt called back stating they received replacement recharger from this case and it was working wonderfully but, today the implant is not charging. Agent reviewed best practices/paddle placement with the pt. Agent asked - pt stated they do not use the belt, they have to lie on their bed. Pt plugged in the rtm but, screen would not advance past checking the recharger. Agent had pt disconnect the rtm and pt saw controller at 90% and ins 40%. Agent had pt blow into controller port and try again. Screen would still not advance past checking the recharger. Patient called back stating they received the replacement controller and attempted setup process; however, the screen still would not progress past checking the recharger. Agent confirmed via sn that patient was using replacement recharger and controller. Agent had patient blow air into controller port (patient stated they had done this previously as well) and connect the recharger. Screen would not progress past checking the recharger. Agent sent an email to repair for replacement battery pack and redirected patient to hcp if bp replacement does not resolve. Patient commented they thought they were going to be in a lot of pain because they hadn't recharged their implant in a long time, but they haven't noticed a difference and are wondering if it is even working, which agent understood as therapy.